Manufacturer narrative:
Complaint conclusion: as reported, during the second inflation of a 5mm x 4cm powerflex extreme percutaneous transluminal angioplasty (pta) balloon catheter, the balloon ruptured at 18 atmospheres (atm). The device was removed and inspected outside of the body and confirmed to be all intact. A second 5mm x 4cm powerflex extreme pta balloon catheter was used to complete the procedure. There were no reported injuries to the patient. This was during a procedure to treat a greater than 80% cephalic vein stenosis. The target site vessel characteristics included moderate calcification and no tortuosity. The initial powerflex extreme balloon catheter was inflated once to 16 atm prior to malfunction. The device was stored and prepped per the instructions for use (IFU). There was no difficulty removing any of the sterile packaging components. The device maintained negative pressure during preparation. The contrast to saline ratio was 50 contrast/50 saline. One non-sterile unit of a powerflex extreme 5x4 80cm was received coiled and inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. Per visual analysis, the balloon was received fully deflated. The other components of the unit were inspected, and no other anomalies or damages condition were noted in the received device. An inflation/deflation test was performed and the balloon was able to be fully inflated/deflated as intended. The device was inspected for damages/anomalies that may have contributed to the reported failure and none were observed on the ballon of the returned device. A thorough visual inspection at high magnification was conducted to assess the condition of the balloon. During this detailed examination, it was confirmed that the balloon could be inflated successfully without encountering any issues. Furthermore, no damage, defects, or anomalies were observed on the balloon¿s surface or structure. This suggests that, at the time of inspection, the balloon was in good condition and did not exhibit any signs of burst or malfunction. The reported "balloon¿ burst- at/below rpb" was not confirmed. During the functional testing, the balloon was successfully inflated and deflated as intended, indicating that the balloon's functionality was not compromised. Procedural or handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during the second inflation of a 5mm x 4cm powerflex extreme percutaneous transluminal angioplasty (pta) balloon catheter, the balloon ruptured at 18 atmospheres (atm). The device was removed and inspected outside of the body and confirmed to be all intact. A second 5mm x 4cm powerflex extreme pta balloon catheter was used to complete the procedure. There were no reported injuries to the patient. This was during a procedure to treat a greater than 80% cephalic vein stenosis. The target site vessel characteristics included moderate calcification and no tortuosity. The initial powerflex extreme balloon catheter was inflated once to 16 atm prior to malfunction. The device was stored and prepped per the instructions for use (IFU). There was no difficulty removing any of the sterile packaging components. The device maintained negative pressure during preparation. The contrast to saline ratio was 50 contrast/50 saline. The device will be returned for evaluation.